Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2024.

Event description:
It was reported that the implantable pulse generator (ipg) had migrated. The patient underwent a revision procedure wherein the ipg was adjusted and remains in use. The patient was doing well postoperatively.